Event description:
User facility medical device report was rec'd reporting: the physician reportedly had difficulty threading the catheter during insertion. Upon removal of the introducer, the tip shredded and sheared off. The pt had a CT scan and the doctor felt the silicone piece of the tip is located between 3rd and 4th lumbar vertebra in muscle/tissue. It was determined by the doctor not to attempt to explant. Another lumbar catheter from a competitor was used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated, based on the reported info.